Manufacturer narrative:
Software is installed at the facility. A total of 22 impacted patient cases associated with this reported failure are being submitted to the FDA ranging from MDR 2518897-2019-00001 thru MDR 2518897-2019-00022. (B)(4).

Event description:
Pentax medical was made aware of a complaint on june 9th, 2019. The reported complaint, "endopro's iq upload error", involved the pentax medical endopro iq software, software / firmware version: 7.8.16297.0. During an egd (esophagogastroduodenoscopy) emergently procedure at a customer site where the physician found "non-bleeding ulcers" in the stomach, duodenum and esophagus, the endopro inaccurately captured that the user found "bleeding ulcers" in each of these locations in the endoscopy report. The user reported that under "location and findings" that the ulcers were "non-bleeding", but did not review the documentation errors in endopro iq system report before upload. This led to the medical record being incorrect. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported by the user. However, the user was concerned that these records will "forever state that these were "bleeding ulcers", and the extent of this event occurrence throughout the user base. After an investigation at (B)(6), pentax america inc(pai) has determined that the issue became present around march 5th, 2019 and persisted until it was reported on june 9th, 2019 (sunday) and was corrected on june 10th, 2019 (monday). The issue was a human error caused by an incorrect text entry during content maintenance. This issue does not exist on the out of the box endopro iq v7.8 software content. The software is customizable and can only use the content created and edited by the users to create reports. In this case the software performed as expected. There was no unexpected malfunction or behavior. Pai r&d developed an sql script that was used to determine that there have been 22 reports in the production db(database) that have been identified as having the issue at va seattle. The script was verified by the field service team in the test environment at va seattle prior to running in production. Pai will be instructing the physicians (7 total) on how to manually update each procedure report to fix the issue. The physicians will need to resign the report and then it will transfer the updated version to the medical record system. A total of 22 impacted patient cases associated with this reported failure are being submitted to the FDA ranging from MDR 2518897-2019-00001 thru MDR 2518897-2019-00022. Pai has inspected the content at the other four endopro iq databases within the visn 20 network and has found that the same issue does not exist. The content error originated with (B)(6) and was a localized issue. Content changes require two levels of permission. First, the user must be granted access to the administration module via the "access endopro administration" permission. Second, the user must be granted access to the list item management administrative module via the "allow access to administration - list item management" permission. All procedure reports require an electronic signature before they can be sent through the outbound hl7 interface to computerized patient record system (cprs). The system did not alter the procedure report after the physician signed the report. The information sent over the hl7 interface was the same information that was electronically signed. These potential hazards were reviewed and it was determined that no additional risk evaluation was required.